Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The device was successfully installed on (B)(6) 2010 and worked as expected until (B)(6) 2010. On this date the device switched itself on multiple times. This would have the effect of depleting the pad-pak and filling with memory. Experience has indicated that this type of fault is caused by a problem with the membrane. This problem can be caused by the device being stored in a location where it is not adequately protected from the effects of high levels of condensing humidity. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.